Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on 06/02/2016 on patient's behalf to report that on (B)(6) 2016, the patient's receiver displayed error hwrf. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on wed jul 05 21:00:51 edt 2017 with MFR# 3004753838-2016-29052. The ack3 was received on wed jul 05 21:00:51 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.